Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera ill colonovideoscope. The scope failed multiple times after being returned from a repair. There was a possible hole in the tubing. On (B)(6) 2021, the water for the scope tested for bacillus species, between one (1) to ten (10) colony forming units (cfus), which was probable sample contamination. On (B)(6) 2021, the water for the scope tested for bacillus species and nakaseomyces (candida) glabrata, between one (1) to ten (10) cfus. On (B)(6) 2021, the water for the scope and the scope tested for candida tropicalis and nakaseomyces (candida) glabrata, between one (1) to ten (10) cfus. On (B)(6) 2022, the water for the scope and the scope tested for candida tropicalis, between one (1) to ten (10) cfus. The scope was not used on a patient in between tests. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed but occurrence was likely. Optional work was a replacement of the distal end and the sc-case unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The user provided their cds practices of the subject device: precleaning: performed 5 minutes after procedure. Leakage test: performed with an olympus leakage tester in accordance with IFU, before manual cleaning. Detergent for immersion: enzymatic, 100mls: 5 litres water. Cleaning brush: until no debris is observed in the bristles of the brush with using hedghog. Flushing: scope buddy. Brushing biopsy valve, air/water valve, and suction valve: yes. Aer: soluscope_ peractic acid. Are aw channel, suction channel, and auxiliary water channel flushed with alcohol? Yes. Is the scope dried before prior to storage? Yes. Is the scope stored in the storage cabinet? Yes. Is storing scope in the storage cabinet with insertion tube and universal cord hanging vertically? Yes. Is the storage cabinet well ventilated? Yes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.